Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the device case was cracked, the device readiness display showed a charge-pak and an attention icon, indicating that the internal hybrid layer capacitor (hlc) batteries are low.  The customer reported that the device got vandalized, but there was not enough evidence to determine that this caused the device not to power on. The device could not be repaired and the customer requested to have the device returned to them. No further evaluation was performed and a conclusive cause could therefore not be determined.

Event description:
A distributor contacted physio-control to report that the device of one of their customers could not be powered on anymore. During device evaluation, physio-control observed that the device case was cracked. The device could indeed not be powered on. There was no patient use associated with the reported event.